Event description:
An 18 gauge IV needle/angiocath inserted into vein using aseptic technique. Flashback obtained. Catheter advanced, but nurse felt resistance. Stopped advancement and pulled back to discontinue IV. Approximately 1 cm of the tip of the catheter was broken off and retained in patient's arm. X-ray of arm confirmed broken piece present in the subcutaneous tissues. Physician's assistant (pa) made incision and retrieved the broken piece, then sutured the arm.====================== health professional's impression======================nurse believes that product was defective as the catheter broke off in patient's arm during a routine insertion.